Manufacturer narrative:
Upon receipt at our (B)(4) laboratory only a portion of the lead was returned. The proximal end of the returned segment was severed; the coils were pulled proximally 16.5 centimeters beyond. On the distal end of the segment it was noted that the coils are extremely stretched, and the end was fractured. There were several areas of melting on the insulation likely due to electrocautery damage. X-ray examination of the returned portion revealed no conductor coils fracture and electrical testing confirmed that the returned segment of lead was electrically continuous. The clinical observations were unable to be reproduced with the portion of the product returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range pacing impedances greater than 2,000 ohms and increased pacing thresholds. This patient underwent a revision procedure and this lead was explanted and replaced. No further adverse patient effects were reported.